Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2017 with the following findings: the complaint of a blank screen could not be confirmed or duplicated on investigation; the display was not blank during testing. Unrelated to the original complaint, investigation revealed that the following: the display was dim and discolored; the battery compartment and cartridge compartment were both cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.